Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 09/19/2025. On (B)(6) 2025, it was reported that at 10:30pm, the patient felt dehydrated, fatigued and weak. His wife did not prick his finger instead she brought him to the hospital. There they took a bg reading which was 750 mg/dl and the cgm reading was 120 mg/dl. The patient was treated with IV medication. On the (B)(6) /2025, the bg reading was 224 mg/dl and the cgm reading was 96 mg/dl. The patient was discharged on the (B)(6) 2025. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. On (B)(6) , the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.